Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 358 mg/dl and 52 mg/dl. Customer took 3-4 glucose tablets, a can of root beer, and a pack of peanut butter crackers. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.